Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The flash card and display unit cpu were replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that resulted in a loss of ventilation during a case. The unit replaced and case resumed. There was no report of patient injury.